Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a hardware removal on (B)(6) 2019 due to pain and a broken proximal femoral nail antirotation (pfna) nail long. The patient was implanted initially with a pfna nail long, pfna blade, pfna end cap, and locking screw on (B)(6) 2018. Thus, an explantation was performed due to pain and a broken pfna nail and patient was revised with a new shorter pfna. There were no fragments generated from the broken device. The procedure was successfully completed with no surgical delay. This report captures the 2nd removal surgery performed on (B)(6) 2019 while related complaint (B)(4) captures the 1st removal surgery due to broken pfna nail performed on (B)(6) 2018. Concomitant devices reported: unknown pfna blade (part #: 02.027.035s, lot#: 9915982, quantity: 1), unknown pfna end cap (part #: unknown, lot#: unknown, quantity: 1), unknown locking screw (part #: 02.210.120, lot#: h026562, quantity: 1). This report is for one (1) pfna nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional data- device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 272.340s, lot: 9677788, manufacturing site: bettlach, release to warehouse date: 15. Dec. 2015, expiry date: 01. Dec. 2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. A product investigation was conducted. Summary of the manufacturing investigation: as received condition, the laser marking is readable. Traces of use are visible throughout the complaint part. The nail is broken at the citrus shape from the nail. During this investigation, the outer diameter and the inner diameter were measured and have fulfilled the specification according to the relevant drawing. However, the dimension and position of the citrus shape could not be measured, since there is the breakage point from the broken nail. Besides, during the manufacturing process these features were inspected through the inspection sheet and the whole lot has passed its specifications. Therefore, the nail was manufactured according to its quality standards and any manufacturing issue has been excluded. Based on the investigation results, this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view the relevant features were measured and have fulfilled its specification (see section 2.4-dimensional inspection) as well as in the manufacturing documentation no issue was identified. Due to the fact that a manufacturing deficiency has been excluded; this complaint is rated as not valid; therefore, no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.